Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the device confirmed the failure mode as reported: the pegs have broken off. Root cause attributed to product design. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
One of the four pegs of the locking-screwdriver broke apart while inserting the last screw. The piece had to be found and removed from the surgical site. Luckily it was possible to insert the screw properly with the three remaining pegs...